Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported there was an isolated incident with no serious consequences for the patient. There was breakage of a resector blade reference (B)(4), batch number 25157ce2. The problem was resolved by using a different blade. The shaver broke on the morning of (B)(6).